Manufacturer narrative:
No complaint sample was provided for evaluation within the timeframe of this investigation. An onsite evaluation completed by the responsible dornier field service engineer determined the customer laser was operating as intended. It was recognized by the complainant that the device is sometimes moved during procedures, and an advisement was made to recheck the laser fiber connection following any moving of the laser device during procedures. No information regarding the laser fiber product ID or production lot was received within the timeframe of this investigation. No confirmations on the fiber identified by the complaint was possible within the timeframe of this investigation. Following the fse onsite evaluation of the laser device, no further fiber burns were observed.

Event description:
Laser fiber burn reported.